Manufacturer narrative:
Serial number provided by the customer is not a valid serial number. Clarification has been requested and will be provided upon receipt.

Event description:
It has been reported that the device is failing self-test.